Event description:
Related manufacturer reference number: 1627487-2022-05495. It was reported that during a lead revision (related manufacturer reference number: 1627487-2022-05495), there was difficulty explanting the existing lead. As a result, partial fragment of the lead remains implanted in the patient.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, that during a lead revision to address high impedance, difficulty was encountered removing the s-8 lead. The lead was pinned into the patient. The lead tore while attempting to pull it out. The physician suspected a small segment of the lead was left inside the patient. The results of the investigation are inconclusive since the device was not returned for analysis.